Event description:
Additional information received reported that the patient met with a manufacturer representative to troubleshoot. Electrode and group impedances were all found to be normal. It was noted that the patient was letting her implantable neurostimulator's (ins's) run completely empty before attempting to charge it again with the ins still turned on. Once the ins had enough energy in it, the stimulation would start back up; this action was the cause of the patient feeling her shocking. The patient planned to next time turn the ins off during recharging and upon completion of charging, turn on her ins to see if has eliminated the problem. Patient outcome was not provided.

Event description:
It was reported that the patient experienced shocking and jolting from the implantable neurostimulator (ins) to the back area when she was charging. The patient felt the shocking sensation when she turned stimulation on with the recharger. This happened three times in the past two months. There were no falls or trauma. Palpitation did not cause stimulation changes. The sensation was not reproducible in the office. Impedances were normal. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).